Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 1. 105 mg/dl and 224 mg/dl (within 1 minute) 2. 162 mg/dl, 92 mg/dl, and 166 mg/dl (within 2 minutes) sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.